Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Swelling (joint) [joint swelling]. Arthralgia [arthralgia]. Joint fluid retention [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012, from a physician regarding a (B)(6) female patient, (B)(6), with gonarthrosis. The patient's medical history was not provided. On an unspecified date, the patient initiated treatment with synvisc (hylan g-f20) injection, 2 ml, once in a week in an unspecified location. The lot number of synvisc was not provided. On (B)(6) 2011, after receiving synvisc, the patient experienced swelling (joint), arthralgia and joint fluid retention. On (B)(6) 2011, 50 cc of joint fluid was aspired and the patient initiated treatment with triamcinolone acetonide injection at a dose of 20 mg for arthralgia and swelling (joint). The action taken with synvisc treatment was not provided. On (B)(6) 2011, the patient recovered from the events of swelling (joint), arthralgia and joint fluid retention. Concomitant medications were not provided. The intensity for the events of swelling (joint), arthralgia and joint fluid retention was not provided. The reporting physician assessed the relationship between synvisc and the events of swelling (joint), arthralgia and joint fluid retention as probable. This is 1 of the 9 cases reported by same reporter. Please see (B)(4) for additional information. The qa (quality assurance) investigation results were received on (B)(6) 2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint.